Event description:
It was reported that the patient was experiencing inadequate stimulation and itchiness. All device components were explanted and were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and half from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5061752/5069008.